Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 years 1 month post implant of this 22mm pulmonary bioprosthetic valved conduit in a pediatric patient, the device was replaced valve-in-valve with a transcatheter pulmonary valve (tpv) for unknown reasons. No additional adverse patient effects were reported.